Event description:
It was reported that the device would not deploy into an iliac location. The device was passed over a .035 tad2 guide wire. The device and guide wire were removed as one unit, and the doctor cut open the sheath to review the stent. The stent looked normal.